Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03501. It was reported that a burr became stuck on rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotalink¿ plus and rotawire were used and advanced to treat the target lesion. During the procedure, it was noted that the burr got stuck with the rotawire. It was thought that the rotawire was kinked. The procedure was completed with a 1.75mm rotalink¿ plus. No patient complications were reported and the patient's condition was good.